Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the syringe needle and cartridge to resolve the issue. Customer¿s blood glucose was 300-400 mg/dl.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. In addition, the customer experienced an elevated blood glucose (bg) level of 576 mg/dl with trace ketones; cause was unknown. A bolus was delivered to address bg level. Customer changed the syringe needle and cartridge to resolve the fill resistance issue.